Event description:
It was reported that during preparation for a da vinci prostatectomy procedure, one of the systems patient side manipulators was not recognizing instruments. The surgical staff shut down and restarted the system, however, this action was unsuccessful in resolving the instrument recognition issue. The patient had been under anesthesia for 1.5 hrs and the patient port incisions had already been made when the surgeon decided to abort the planned surgical procedure and reschedule the surgery for a later date. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The evaluation conducted by isi field service engineering could not reproduce the customer reported failure mode, however, the system error logs were reviewed and it was observed that system error code #31009 had occurred multiple times, indicating that an instrument was not being detected by the system. Investigation of the instrument sterile adapters used on the site's system revealed that many of the sterile adapters were being used past their designated life. The system tracks the usage of each sterile adapter, and displays the number of uses left at the end of each procedure. It was determined that using a sterile adapter past its designated usage most likely contributed to the customer reported failure mode.